Manufacturer narrative:
Manufacturer evaluation of the instrument logs showed that bottle 5 (ethanol) was not in contact with the corresponding sensor on 21 occasions ranging from 10 minutes to seven (7) seconds between 01:20 am and 04:10 am on (B)(6) 2018; and the station properties were reset at 05:12 am on (B)(6) 2018. A user affirmed in the instrument software that the ethanol concentration in bottle 5 was to be set to the default concentration of 100% at 05:12 am on (B)(6)2018. Although a user affirmed in the instrument software that the reagent concentration in bottle 5 (ethanol) was to be set to the default value of 100% at 05:12 am on (B)(6) 2018, the discrepancy between the ethanol concentration measured by hydrometer of 75% and that calculated by the instrument software of 99% indicates that a use error occurred during replacement of this reagent. As the instrument software uses reagent concentration to select reagent stations when a protocol is scheduled, the reagent station with the lowest (in-threshold) concentration of a reagent group or type is selected for the first step using that reagent group or type; and reagent stations of increasing concentration are used for the succeeding processing steps of the reagent group or type. Reagent with the highest concentration is always used for the final processing step of a reagent group or type before changing to another reagent group or type. As a consequence, the reagent in bottle 5 (ethanol), which a had measured ethanol concentration of 75% and a calculated ethanol concentration of 99%, was used for the final dehydration step of the "rmh 4 hour biopsy" protocol started in retort b at 08:14 am on (B)(6) 2018, from which sub-optimal tissue processing was reported. The root cause of the sub-optimal tissue processing reported was a use error, which occurred at 05:12 am on (B)(6) 2018, as evidenced by the discrepancy between the measured and calculated ethanol concentration in bottle 5. The facts suggest that a user failed to correctly complete manual replacement of the reagent in bottle 5 (ethanol) as detailed in the leica peloris/peloris ll user manual.

Event description:
Leica biosystems received a complaint that tissue samples were "underprocessed" from a run in retort b, which completed without errors. The complainant advised that tissue was described as "mushy and rubbery" when embedding; and a "user is retro processing back to formalin by hand", prior to reprocessing. The complainant also advised that bottle 5 (ethanol) was too easy to remove from the instrument; the measured ethanol concentration using a hydrometer was 75% and the calculated concentration was 99%; the laboratory replaced the reagent in bottle 5; and the other reagent bottles fit into the instrument properly. On 28 june 2018, a leica applications specialist - core histology visited the customer site in order to investigate the circumstances involved in this complaint and to provide applications support. The applications specialist reviewed the instrument logs and found that the concentration for bottle 5 (ethanol) was reset without actually replacing the reagent at 05:12 am on (B)(6) 2018; the reagent in bottle 5 (ethanol) was subsequently used as the final dehydration step of the affected run; and the reagent concentration prior station properties reset was 75.47%, which is consistent to the measured concentration by the laboratory. The applications specialist advised that the affected tissue samples were re-processed using a shorter processing run and the quality of tissue processing following reagent replacement were satisfactory. On 04 july 2018, leica biosystems (B)(4) received information that all tissue samples which exhibited sub-optimal processing were diagnosable.